Event description:
The initial reporter alleged questioned reactive results for the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas ampliprep instrument. The customer's workflow involves performing serology testing first, followed by nucleic acid testing (nat). Only samples with negative serology results are loaded for nat. The customer provided data for multiple samples with reactive results as follows: on (B)(6) 2023, a sample was reactive for hepatitis c virus (hcv) with a cycle threshold (CT) value of 49.5. On (B)(6) 2023, a sample was reactive for human immunodeficiency virus (hiv) with a CT value of 36.7. On (B)(6) 2023, a sample was reactive for hcv with a CT value of 43.6. On (B)(6) 2023, a sample was reactive for hiv with a CT value of 37.7. On (B)(6) 2024, a sample was reactive for hepatitis b virus (hbv) with a CT value of 36.0. On 13-jan-2024, a sample was reactive for hcv with a CT value of 44.3. On (B)(6) 2024, a sample was reactive for hiv with a CT value of 38.9. The customer reported that repeat testing of the samples yielded negative results.

Manufacturer narrative:
The reported event occurred on a cobas ampliprep instrument with serial number (B)(6). The investigation determined that the cobas® taqscreen mpx test v2.0 us-ivd assay was performing within specifications. A review of the provided data indicated that the reactive results observed were associated with samples containing viral concentrations near or at the limit of detection (lod) of the assay, where variability between reactive and non-reactive results can be expected. Additionally, known factors such as particulate matter from sample preparation and the mpx v2.0 pcr mixture, as well as artifacts of the detection system, may contribute to occasional spikes in signal. These factors are inherent to the assay and do not indicate a product malfunction. No product issue was identified with the alleged lot j11215. The device remains in operation at the customer site, and no further action is required at this time.